Event description:
It was reported that patient with this right ventricular (rv) lead was brought to hospital due to seizures. Health care professional (hcp) informed patient that the numbers are way off and one of the wires of the pacemaker had shifted out of place. The lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.